Event description:
The device was returned to the manufacturer, was analyzed and tested out of specification. It was further noted that a power on reset (por) occurred post explant of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive and indicated a firmware error message/code. Concomitant product: 694765 lead implanted: (B)(6) 2009. (B)(4).